Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer indicated via e mail that sensor glucose and blood glucose differences have been experienced. The customer indicated that their sensor glucose was higher than their blood glucose of 32 mg/dl but then an alarm would sound indicating that the blood glucose was at 70 mg/dl. The customer wanted to document incident only. No further information was provided.